Event description:
It was reported that a device was used during a diagnostic laparoscopic procedure. The side of shield on the device completely broke off into sub-q of pt during insertion. There were no complications to the pt. The surgeon did activate shield by depressing orange button. Opened another device to complete the case.